Manufacturer narrative:
The investigation into the delivery issues- anatomy issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the delivery issue was not determined since insufficient clinical information is provided.

Event description:
The complainant reported that an impella 5.5 pump insertion had to be aborted due to the patient's anatomy. A second impella 5.5 pump was later attempted and inserted successfully. There was no patient harm resulting from the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿